Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0haza, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reports a loss of therapeutic effect. Patient does not think it¿s working. She was still having accidents and wetting her underwear. She was having more accidents, 5-6 times a day or maybe even 8. Her problem has been getting worse since she called patient services on (B)(6). Patient mentioned that she wishes she never got the neurostimulator. Patient could not increase the stimulation. It was determined the stimulation was off. Patient turned stimulation on and was feeling the stimulation. Patient increased stimulation from 2.1 volts to 2.6 volts.

Event description:
It was reported that patient called in because she was having trouble with her patient programmer. The patient reported seeing the message to change the batteries in the patient program. The patient started seeing this message the day before reported event dates. The patient was going to change the batteries in the patient programmer and if that doesn't resolve the issue she will call back. The patient said about a month ago she had gotten out of the shower then it felt like a "fire ball" inside her. The patient said she laid in bed for 3 hours then crawled to the phone and went to the hospital. The patient said it felt like her vagina went "boom" and she lost it. The patient said the hcp (healthcare provider) at the hospital didn't know what to do so they called another healthcare provider and he told them what to do. The patient confirmed she has a device for bladder control. Additional information reports the patient was on program 1, stimulation was on and at 0.6 volts. The patient reports a shocking or jolting sensation. Symptoms reported had sudden onset. The patient said that over 2 months ago she was taking a shower getting ready to go out and after put on lotion she turned stimulation on and it shocked her so hard that she fell, could not move and threw the programmer, said that "it felt like there was a fireball in my vagina." The patient did not have a phone near hear and her husband has heath issues and was unable to call. The patient said she finally made it to a different room with a phone and called 911 however had to call brother-in-law to unlock door and brother-in-law did bring programmer with her to ER (emergency room). The patient said that they had to give her a bedpan when she had to void as she couldn¿t walk and one of the doctors received some instructions and told her to press a combination of buttons which she said sounded like she should increase however she followed instructions and this fireball stopped immediately. The patient said that hcp office called next day and nurse suggested the patient come in for an appointment the following week. Hcp said okay to stay at 0.3volts for now. The patient reports a loss of therapeutic effect. Hcp said since the patient was afraid to increase she can keep at 0.3volts for now however if needs to increase to help with symptom control to increase slowly. The patient currently at 0.6 volts and turns down to 0.3 volts at night. The patient said that she keeps programmer over at all times. The patient said that today she used 4 pads. The patient said that after last appointment. Hcp said that unless she was having problems wouldn't need to be seen for 1 year. It was noted that the patient lacked basic understanding of the patient programmer use.

Manufacturer narrative:
(B)(4).